Manufacturer narrative:
One device was returned for repair. Service history review identified this device was last serviced in 08-may-2024 for, failing accuracy and the current complaint is related to previous service of the device. The expulsor was trimmed. The device was in used condition. A review of the event log showed that the customer performed an accuracy test using a continuous rate of 0 ml, pca dose of 20 ml, and a reservoir volume of 20 ml. The cause is complaint unknown. Running three accuracy tests, the pump was found to be within manufacturing specifications (18.2 ml - 22.2 ml). Performed full functional testing and calibrated the sensors. The device passed all the functional tests.

Event description:
It was reported that during testing that the pump failed the volume metric accuracy test. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
B3 - date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.